Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 5f pacel (flow direct) pacing catheter was received for analysis. The results of the investigation confirmed a tear on the balloon. The balloon was unable to inflate due to a leak at the tear location. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tear remains unknown.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model 401615) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During the procedure, the catheter balloon ruptured when inflated. No issues were noted when testing externally, but the rupture occurred when it was inflated inside the patient. The device was replaced and the procedure was completed with no adverse consequences to the patient.